Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump was received in unable to prime during the prime test due to a faulty force sensor resistor. Cracks to the case, reservoir tube lip and display window also noted.

Event description:
The customer reported that the insulin pump was unable to get out of prime process. Customer's blood glucose was 163 mg/dl. Advised the customer of replacement polivy. No further information provided.